Manufacturer narrative:
Per the t:slim x2 user guide, ¿for adults (ages 18+) only sites on the belly are approved for sensor insertion.¿

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was being worn on the back of customer's hip and was not within line of sight of the pump. The customer moved the pump and transmitter within line of sight and connection resumed. No additional patient information was available.

Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): "keep the transmitter and the pump within 20 feet of each other without obstruction." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the transmitter and pump were not being worn within line of sight. The customer moved the devices within line of sight and connection resumed.